Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a coolflow pump and it would not go to low flow. It stays at a flow rate of 30 ml/min and will not go to a flow rate of 2 ml/min. The procedure was completed with no patient consequences. A day after the procedure, troubleshooting was performed for this issue. A web bath was set up and the interface cable was reseated in the back of the pump. Multiple settings were selected and radiofrequency energy was started. The pump performed as designed and there were no errors. Flow rates were appropriate. They stated that the pump was ready for use as it was determined that the interface cable was not seated correctly. Since the coolflow pump did not switch to the low flow rate, this issue has been assessed as a reportable malfunction as this issue could potentially lead to patient volume overload.

Manufacturer narrative:
On june 28, 2016 additional information was received stating that the stockert 70 system was set to auto mode, power control at 30watts and there were no error messages. Since the generator was set to auto mode and there was no error message, the generator (B)(4) has now also been assessed as a reportable malfunction. Biosense webster manufacturer's (B)(4) are related to the same incident. Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. (B)(4). It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a coolflow pump and it would not go to low flow. It stays at a flow rate of 30 ml/min and will not go to a flow rate of 2 ml/min. The procedure was completed with no patient consequences. A day after the procedure, troubleshooting was performed for this issue. A web bath was set up and the interface cable was reseated in the back of the pump. Multiple settings were selected and radiofrequency energy was started. The pump performed as designed and there were no errors. Flow rates were appropriate. The pump was ready for use. It was determined that the interface cable was not seated correctly. Reseating the interface cable resolved the issue. No malfunction of the pump was found. The coolflow pump was working correctly. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.